Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts at additional information were unsuccessful. However, if additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 8 months post implant of the crt-d and 9 years post implant of the leads. The cause of death has been requested and not received.